Event description:
It was reported to fresenius that a peritoneal dialysis (pd patient was in the hospital due to peritonitis. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on an unknown date with a diagnosis of peritonitis. The patient¿s signs and symptoms were not provided. The pd effluent culture resulted positive for staphylococcus aureus. No information pertaining to the antibiotic regimen was provided. The cause of the peritonitis was attributed to touch contamination by the patient. The patient¿s pd catheter was pulled during the hospitalization and the patient was permanently transitioned to hemodialysis (hd). The patient has been discharged from the clinic¿s system; therefore, no additional details pertaining to the hospitalization could be provided.

Manufacturer narrative:
A2 inadvertently omitted from initial report.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd patient was in the hospital due to peritonitis. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on an unknown date with a diagnosis of peritonitis. The patient¿s signs and symptoms were not provided. The pd effluent culture resulted positive for staphylococcus aureus. No information pertaining to the antibiotic regimen was provided. The cause of the peritonitis was attributed to touch contamination by the patient. The patient¿s pd catheter was pulled during the hospitalization and the patient was permanently transitioned to hemodialysis (hd). The patient has been discharged from the clinic¿s system; therefore, no additional details pertaining to the hospitalization could be provided.